Manufacturer narrative:
(B)(4) follow up. It was reported the filter needle has a white stain. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly, with no plastic shield, out of the packaging blister. The needle has an epoxy drip over. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305211, lot 3031678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
¿On (B)(6) 2024, our local pjp forwarded a product defect of vabysmo 6mg/0.05ml from snec. They reported that the transfer filter needle of vabysmo 6mg/0.05ml from this batch was found to have white stain (please see the attached picture) prior to being used with the vial."